Event description:
The initial reporter stated that the pump was alarming low battery and would not charge. They stated that they took their daughter to the emergency department to receive feedings until a replacement pump was provided because she does not tolerate bolus feedings well. Mmdg did follow up with the initial reporter who stated that the patient was stable and that they hadn't experienced any harm due to the complaint. [ (B)(4). ]

Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was completed and no non-conformances were found. The device was returned to mmdg, but the investigation had not been completed at the time of this filing. This report is being filed for the reported delay in therapy that the patient experienced as a result of the complaint.